Event description:
The hospital reported the vaporizer was delivering output lower than expected. The patient was reportedly moving during the case. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.